Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had revision knee surgery to remove a duracon 9mm ap insert and change to a cs insert, surgeon states because of poly wear after presenting to surgeon with medial knee pain.

Manufacturer narrative:
An event regarding wear involving a dura duration a/p tib sm 9 was reported. The event was confirmed. Visual inspection revealed: "a delamination pattern was evident on the posterior edge of one of the two articulating surfaces." "The insert material was slightly discolored near the area of delamination." "The distal surface of the tibial insert is shown. Damage to the distal surface included impressions of the surface textures from the tibial tray occurring during in-vivo service." The material analysis report indicated: "in-vivo service related damages to the articulating surface included the cyclic wear mechanism of delamination, burnishing, scratching and third body indentations. These are commonly identified damage modes on uhmwpe tibial inserts. The yellow discoloration is attributed to in-vivo absorption of synovial fluid." It concluded, "there was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert." Insufficient medical records were received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation confirmed the failure mode however a root cause could not be determined. There was no evidence of manufacturing or material defects on the returned device. Additional information, including operative reports, progress notes and dated x-rays are needed to help root cause the duracon insert wear.

Event description:
Patient had revision knee surgery to remove a duracon 9mm ap insert and change to a cs insert, surgeon states because of poly wear after presenting to surgeon with medial knee pain.